Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Within 2 weeks of installation of the s30904626 (cusa excel ultrasonic board), component c12 on the machine control and display board burnt out. The problem occurred when the console was switched/powered on. The system didn't execute start on procedure. The cusa console no longer powers on. Additional information has been requested.

Manufacturer narrative:
Additional information was received from the distributor on 14aug2015: the problem occurred when the cusa console was powered on for test on 02jul2015. There was no patient involvement. It was not going to be used for surgery. After the issue occurred, the cusa console was switched off immediately.

Manufacturer narrative:
Integra has completed their internal investigation on 11/11/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the ultrasonic assembly s30904629; serial number (B)(4) was returned to integra australia for evaluation. The evaluation identified component c12 (capacitor) was damaged with the root cause identified as due to a reversed connector polarity during field installation of the ultrasonic assembly into the customer¿s cusa excel console. DHR review was completed for spare cusa excel ultrasonic assembly serial number (B)(4), date of manufacture: 2015 ¿ may. One non-conformance report was raised during the manufacturing process for this spare ultrasonic assembly. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel ultrasonic assembly been released. Rate of occurrence: during the time period ¿aug 2014 to sep 2015¿, the global product usage for cusa excel console was calculated as (B)(4) usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages; current complaint rate is (B)(4) of procedures. Conclusion: the root cause of the complaint incident was identified as a reversed connector polarity during field installation of the ultrasonic assembly into the customer¿s cusa excel console.